Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "neuro sponges falling apart". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
Reported as "neuro sponges falling apart". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Additional information received on 13 nov 2023 states the defect was found "when customer was pre-moistening the sponges prior to use on patient". The sample was returned to the manufacturer (carwild corporation) for investigation. Carwild reports: "the investigation was based on the review of DHR, manufacturing procedures, historical complaint and training records, and no findings were found. Samples that were provided showed that the product was not manufactured by carwild corp. No root cause can be determinate. There is not enough information in the teleflex notification summary, such as: body place of use, solution used, time of the sponge inside the patient and samples sent were not manufactured by carwild corp." Teleflex will continue to monitor and trend for reported of this nature. Other remarks: n/a. Corrected data: n/a.